Event description:
Information was received indicating that the no disposable, clamp tubing alarm continued to alarm on a smiths medical cadd-legacy® 6500 pump. The patient turned off the unit and the alarm continued to alarm. The patient then replaced the pump. There were no reported adverse patient effects.